Event description:
A malfunction alarm identified as malf 16 field correction notice was reported. There was no adverse impact to the customer's blood glucose level. The customer, who was using the tandem t:slim mobile app, declined recommended mitigations and requested a replacement pump, which was sent by cts with updated software. The customer was instructed to return the problematic pump within ten days and understood the steps required upon receiving the new pump.